Event description:
The customer reported that the 840 ventilator had intermittent (gui) graphical user interface to (bd) breath delivery communication faults. There was no patient involvement. The customer reported to have replaced the gui to bd cable. Covidien was not authorized to service the device.